Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleging discrepant results. (B)(6): inratio inr = 1.7, lab = 3.2; 12/26: inratio inr = 1.7, lab = 2.7. Time between testing unk. Therapeutic range: 2.0 - 3.0.